Manufacturer narrative:
All available information was investigated and the reported failure to grasp the leaflets could not be replicated in a testing environment as it was related to patient/procedural conditions. The reported gripper actuation was confirmed during the returned device analysis as it was observed that the gripper cover was caught on harness. Additionally, it was observed that the gripper cover was frayed and the gripper line was kinked which were cascading effects due to the observed entrapment of the device. The clip cover was also noted to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated the cause for the reported positioning failure could not be determined. The reported gripper actuation issue was due to the observed entrapment of the device. The frayed gripper cover and kink on the gripper line were cascading effects of entrapment of the device. The cause for the observed torn clip cover could not be determined. Lastly the reported poor image resolution was due to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H10: description was updated to state the gripper cover (not gripper line) was caught on the harness.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the reported failure to grasp the leaflets could not be replicated in a testing environment as it was related to patient/procedural conditions. The reported gripper actuation was confirmed during the returned device analysis as it was observed that the gripper line was caught on harness. Additionally, it was observed that the gripper cover was frayed and the gripper line was kinked which were cascading effects due to the observed entrapment of the device. The clip cover was also noted to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the definitive cause for the reported failure to grasp could not be determined. The reported gripper actuation issue was due to the observed entrapment of the device. The frayed gripper cover and kink on the gripper line were cascading effects of entrapment of the device. The definitive cause for the observed torn clip cover could not be determined. Lastly the reported poor image resolution was due to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. Imaging was noted to be challenging. One clip was successfully implanted. To further reduce mr, a second clip was advanced, but it was noted that while grasping, the posterior gripper arm would not drop. The posterior leaflet kept falling out and was unable to be grasped. Troubleshooting was performed, but the gripper arm was still unable to be lowered. The clip was removed, and when outside the anatomy, the posterior gripper arm continued to intermittently drop. The posterior gripper would lower sometimes, but other times it would stay against the catheter shaft and was not lowering. An additional clip was implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.